Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no anomalies were found. Conclusion: the cause of the reported product issue cannot be determined based on the information provided.

Event description:
It was reported that; upon final tightening of screws, the surgeon noticed that one of the blockers was recessed further into the head of the screw than the other 3 screws in the procedure. After both ap and lateral x-rays were performed, it was realized that the head of the screw had become dislocated from the shaft of the screw and separated. The screw was removed and replaced with a rescue screw. Upon final tightening with the rescue screw, the other screw on the same side also became dislocated. Again, this screw was also replaced with a rescue screw. Both screws were saved for further evaluation.

Event description:
It was reported that; upon final tightening of screws, the surgeon noticed that one of the blockers was recessed further into the head of the screw than the other 3 screws in the procedure. After both ap and lateral x-rays were performed, it was realized that the head of the screw had become dislocated from the shaft of the screw and separated. The screw was removed and replaced with a rescue screw. Upon final tightening with the rescue screw, the other screw on the same side also became dislocated. Again, this screw was also replaced with a rescue screw.. Both screws were saved for further evaluation.